Event description:
The patient experienced morphine withdrawal and was admitted to the hospital. The catheter was flushed and all withdrawal symptoms disappeared. The patient was discharged from the hospital. The patient was seen for a refill visit the day of discharge and was sent home in stable condition.